Manufacturer narrative:
(B)(4).

Event description:
It was reported, there were high impedances. Electrodes 0, 3, 4, and 7 measured >40,000 ohms. There was also a power on reset condition with diagnostic identifier code 0x400. Additional information has been requested, a f/u report will be sent if additional information becomes available.